Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead (rv) with associated implantable cardioverter defibrillator (ICD) displayed low placing lead impedances (out-of-range) less than 200 ohms and increased thresholds. It was noted that the impedance measurements had been gradually decreasing. The physician elected to explant and replace the rv lead. The new lead shows stable pacing and sensing values. No adverse patient effects were reported.